Event description:
A nurse contacted baxter product surveillance stating that a transfer set had fallen off the catheter of a home patient. The transfer set had been in place for about two weeks. The nurse did not know how the transfer set came off. The separation occurred at the transfer set adaptor/catheter interface. The adaptor used was plastic and the initial connection was made by hand. This pt developed peritonitis.